Event description:
During a routine shift check by a clinician, this set of electrodes was not recognized by the associated defibrillator. Complainant indicated that there was no patient involvement in the reported malfunction.